Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught on chordae) appears to be due to procedural conditions. The reported tissue injury is a cascading effect of the reported entrapment of device (clip caught on chordae). The reported mr is a cascading effect of the reported tissue injury. Additionally, the reported patient effects of mitral regurgitation and tissue injury are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report device entrapment. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet and mitral annular calcification. The first clip was advanced and upon grasping attempts, the clip became caught in chordae. Troubleshooting was performed but was unsuccessful in freeing the clip. Additionally, a chordal rupture was observed due to the entanglement. Subsequently, the leaflets were grasped with the entangle chordae and the clip was deployed. A second clip was then implanted for further mr reduction, however the mr could not be reduced. The procedure was then concluded with no change in mr and two clips implanted. There was no clinically significant delay in the procedure and no additional information was provided.